Event description:
Customer reported the insulin pump alarmed no delivery during her breakfast bolus. Customer stated she released insulin through the tubing and the insulin did exit. Customer stated she changed the tubing and the device alarmed again. Alarms have occurred several times. Customer's blood glucose was 160 mg/dl. Customer was advised to disconnect at quick release. Fixed prime was performed and insulin did exit. Cannula was not bent. Customer did not want to perform another fixed prime to determine if cannula was occluded. Customer was advised to change the entire infusion set. Customer requested the device to be replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.